Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device "a" was returned with the blade scratched and cracked and device "b" was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence that the device had been used. This blade tip portion may have broken off of the device during transport to our analysis site. The complaint was for two alert screens: relax pressure on blade and replace instrument. The devices were functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. A probable cause of the "relax pressure on blade; reactive instrument to continue" yellow message screen is that the instrument has been loaded to the point where output has stopped. The user needs to relax pressure on the instrument or reposition so there is less tissue in the jaws. Release the activation switch and reactivate the instrument to continue. The "replace instrument" yellow message screen is advising of potential blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as "replace instrument" with the gen11 later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a laparoscopic ventral hernia repair procedure there were two devices used in the procedure. The surgeon was taking down adhesions and tissue and during use if both devices, he stated, the devices created a relax pressure on the blade and the replace instrument alert screen on the generator. They completed the procedure with an ace45e. There was no patient consequence reported. There are two devices returning for analysis.